Event description:
A nurse reported that in the middle of a case, low infusion pressure was noted. The system was switched out and the case was completed. There was a 20 minute delay reported. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported complaint. The irrigation and aspiration sensors were both checked and both were tracking within specification. The software was updated and preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).